Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this, the technical support specialist (tss) checked the device and managed to find the patient profile. The tss had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all patients were not crossing over to rlor3 station. Customer reported that all patients were not crossing over to the newly set up station, noting that none of the patients appeared on the station despite a reboot and no error messages on the station or hsv (health sight viewer), even though the patient sample had been added into ephi link. However, there were no delays or adverse events or injuries reported based on this event.